Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that they were taken to emergency room low blood glucose on (B)(6) 2019. The customer¿s blood glucose level was 38 mg/dl. The customer has treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Based on customer¿s report customer did not allege over delivery. Customer stated that they are unable to describe any possible damage to the drive support cap. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.